Manufacturer narrative:
Device evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. On (B)(6) 2016 a (B)(6) distributor reported that a patient had a bloody skin irritation. It was reported that the patient was using a patches to keep the lifevest on the patient's skin as he was very overweight and the lifevest would not stay in place on its own. It was reported that the skin irritation was due to the daily application and removal of these unknown patches. It is unknown who told the patient to use the patches. Zoll does not instruct patients to use patches or adhesives to secure the electrode belt to the patient's skin. There is no indication that the patient received medical intervention for the reported skin irritation. The final medical outcome of the irritation is unknown.